Event description:
A tandem mobi cartridge alarm was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The customer successfully reloaded the original cartridge and resumed insulin without any further issues. No additional actions were required, and the case was closed by technical support.